Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer dropped the insulin pump on the ground prior to the cracked screen and the unresponsive keypad. The customer's blood glucose was over 600 mg/dl. The high blood glucose levels were treated with a shot. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with severely cracked and bleeding lcd glass, minor scratched display widow, cracked case at display window corners and cracked reservoir tube lip. Insulin pump was unable to verify for keypad anomaly and perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to lcd physical damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.